Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the patient's lead migrated resulting in ineffective stimulation. The migration was confirmed through CT diagnostic testing. As result, the lead was explanted and replaced resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.